Event description:
It was reported that post implant, during discharge of the patient following morning, the implanted atrial lead exhibited failure to capture. X-ray confirmed lead dislodgement. No adverse event to patient. Patient was scheduled for repositioning. Unable to reposition existing lead due to patient anatomy. The atrial lead was explanted and replaced. Patient was recovering.

Manufacturer narrative:
The reported events were failure to capture and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying torqued to the connector pin, the helix could be extended and retracted. Final analysis of the lead did not find any anomalies.